Event description:
It was reported that the caller experienced a cgm error 42 related to the sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support walked the caller through a pump reset procedure, after which the error code did not reappear, allowing the caller to successfully start their sensor session.